Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubies a1, a3, and a5 in the drawer failed to open and were not detected on the bus. The field service engineer (fse) shut down the station, removed the back panel, manually released drawer 6, and removed the row a cubie tray. A foil sliver from medication packaging was found obstructing the cubie header pins and was removed. After reinstalling the cubie tray, closing the drawer, locking the back panel, and powering the station back on. The functional testing was performed in both the hardware test application and the station application and all tests were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie a1, a3 and a5 failed to open and prompted error of device not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.